Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel breast implant 350cc, catalog # 3544350, serial # (B)(4), lot # 5705156. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a primary breast augmentation with mentor memorygel breast implants 400cc and experienced rupture on the right side post-operational. The rupture was confirmed with an mdri. As a result, the patient underwent device removal on (B)(6) 2019.

Manufacturer narrative:
Additional information: on 7/24/2019, the mentor failure analysis lab received the device for evaluation. On 8/20/2019, the product investigation was completed. Device evaluation summary: during evaluation of the device, it was observed to be ruptured, and received in two parts. Additionally, siltex cracking was found in the edges of the tear. No additional anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).